Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019 at an unknown time, the customer received the following results on the performa system within 10 minutes: 65 mg/dl, 41 mg/dl, and 211 mg/dl. In the morning on (B)(6) 2019, the patient had symptoms of sweating and was very distressed. The patient's son took her to the hospital. The blood glucose result was 268 mg/dl at 10:20 a.m. In the hospital. The patient was treated with insulin and she stayed in the hospital for 1 hour. Return of the suspect device was requested for evaluation.